Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 03/13/2023. An investigation was conducted on 03/22/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device and cannula. Evidence of charred material was also observed on the c-ring and between the jaws of the harvesting device. The heater wire and the clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. A microscopic inspection was conducted. The black shaft was observed to be peeled at the tip of the shaft near the jaws, exposing the internal components of the device. Based on the returned condition of the device and investigation results, the reported failure "peeled; shaft" was confirmed. The lot #3000281471 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting radial artery procedure, vasoview hemopro 2 plastic behind the jaws had a tear. With difficulty they proceeded and finished the erah with the same device. The patient did not bleed more than intended. No components of the device (metal/silicone) detached into the harvesting tunnel / inside the patient. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. There was no harm to the patient.